Event description:
As reported by the user facility through medwatch: "nurse used 22g safety IV catheter to start IV. Safety shield should have deployed after use. When picking up supplies after attempt, the nurse was poked by the unshielded IV needle." (B)(4).